Event description:
It was reported that the pulse generator exhibited a setscrew anomaly. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found medical adhesive contamination on both the atrial and ventricular septums, setscrews and connector block. The torque wrench stripped both the atrial and ventricular setscrews since it could not be inserted properly into the insets or turn the setscrews due to the medical adhesive.